Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, following the insertion of a 14fr esheath, the sheath got stuck at the terminal aorta and could not be advanced. The esheath was removed and the guidewire was changed to a hard wire. After replacing the guidewire, the sheath was inserted again. Bleeding was observed from the puncture site. It was observed that the sheath seam was expanded. The sheath was removed and replaced it with a new esheath. Following the deployment of a sapien 3 valve, surgical repair of the access site was performed. The access vessel minimum luminal diameter (mld) measured 5.8mm with mild calcification and no tortuosity reported. It was perceived that the esheath seam was ¿slightly¿ opened due to the manipulation of insertions/withdrawal of the esheath into the patient. As a result, the access/puncture site was ¿damaged¿ and bleeding occurred. The devices were discarded the hospital and are not available for return to edwards lifesciences for evaluation. No photos of the devices are available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Additional information indicated the positioning of the guidewire was ¿not good¿. The esheath became stuck at the terminal aorta and could not be advanced. The slightly opened sheath seam occurred when the sheath got caught in the artery, rather than during the manipulation / removal of the sheath. The esheath was discarded following the procedure and was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the 3mensio imagery provided indicated calcification and none to mild tortuosity were present. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The appropriate trend categories were reviewed and determined not to be over the (B)(6) 2019 control limits. Trending will continue to be monitored. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During manufacturing of the esheath, the products and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. In this case, the complaints were not able to be confirmed since no relevant imagery and the device was not available for return. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was not able to be determined. However, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. The patient 3mensio indicated no vessel tortuosity and mild vessel calcification. Calcification can create a difficult pathway in the vessel which may hinder sheath insertion. Although the exact cause cannot be determined, available information suggests patient factors (access vessel calcification), in addition to procedural factors (manipulation of the device, guidewire positioning, reinsertion of the sheath) may have contributed to the reported insertion difficulty and the premature expansion of the sheath. Procedural factors (manipulation of the device, reinsertion of the sheath) may also have contributed to the bleeding observed at the access site and surgical vascular repair. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the complaint rates for the relevant trend categories did not exceed their respective control limits. As such, neither a pra nor corrective actions are required at this time.